Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 14, 2017. (B)(4) . The returned sample was visually inspected, during which cracks could be seen in the top housing around the weld of the product. The sample was then set up in a circuit of saline solution, on a sarns driver, and ran at 3600 rpm with a back-pressure of 600 mmhg for thirty minutes. A slow leak could be seen from the housing approximately 20 minutes into the circulation. A retention sample was visually inspected and confirmed to not have any cracks or anomalies present. Centrifugal pumps are 100% leak tested and visually inspected in process. A sample size of the units are also taken from each lot and artificially aged and conditioned, then visually inspected for cracks; however, this is not a 100% visual inspection. The cracks were likely caused during the welding of the two housings; however, the leak of the pump was so small and slow, that it was not caught during the leak testing process. As no cracks were found during the visual inspection, this is not a mass issue with the product lot and is believed to be an issue with only the returned sample. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, the delphin pump had a non-visible crack in it which caused a moderate leak. Product was changed out. No patient involvement. Procedure was completed successfully.